Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. Reported device was returned and evaluated. Upon visual inspection the strike plate had fractured from the handle. There are impact marks on both the handle body near the strike plate location. The strike plate show impact marks both on top and on the bottom near around the fracture site. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the instrument broke. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.